Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient's numbness has subsided and walking is getting back to normal.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient felt numbness and the left leg. The patient was admitted to the hospital on (B)(6) 2019 for an abscess near the spinal incision. Due to this issue, the patient had the system removed and is currently on antibiotics.